Event description:
A low advia centaur cp ca 125ii result was obtained on a patient sample. The result was discordant with the result of a second draw. The physician questioned the results. Repeat testing was performed for both samples and the results were similar. A corrected report was generated. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced the sample probe with tubing assembly, adjusted the air pressure and cleaned the lumonometer. The fse verified system is operational. No conclusion can be drawn. Preanalytical factors can not be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. It is possible that a preanalytic variable such as microfibrin or incomplete specimen clotting could have caused an incorrect volume of sample to be aspirated causing the lower results. The instrument is performing within specifications. No further evaluation of the device is required.